Manufacturer narrative:
(B)(4). The pipeline flex has not been returned for evaluation. The complaint could not be confirmed and the event cause could not be determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was being treated for an unruptured, saccular aneurysm in the left, cavernous internal carotid artery (ica). The aneurysm had a 12mm max diameter and 5mm neck width. Landing zone artery size was 4mm distal and 4.2mm proximal. The vessel was moderately tortuous. The devices were prepared as per IFU. The pipeline flex was advanced to the treatment site without friction. The physician deployed the pipeline flex. The proximal and distal sections of the device opened, but the middle section did not. No techniques were attempted to open the device. The pipeline flex was resheathed and removed from the patient. The procedure was completed without issue using a new pipeline flex. Post-procedure angiographic result was good. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Device returned. Device evaluation: device evaluated. Evaluation codes - additional information, device return the pipeline flex delivery system was returned for evaluation with its catheter. As received, the pipeline flex push wire was found outside the catheter. The push wire appeared to be bent at a section near the distal tip coil. The pipeline flex braid was found fully open with damage on one end. Based on the analysis findings and the provided event details, the report of pipeline flex failure to open in the middle section could not be confirmed. The cause for the reported experience could not be determined as the received pipeline flex braid was found fully opened. In addition, the cause for the damage on one end of the pipeline flex braid could not be conclusively determined. It is possible that the patient anatomy and physician technique may have contributed to the reported issue. There was no resistance reported in the event description; however, the damages on the returned devices indicate that the devices were pushed or pulled against resistance, which may have subsequently caused the observed damage. Per pipeline flex instructions for use (IFU): ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ all products are 100% inspected for damage and irregularities during manufacture.